Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed. The device history records were reviewed and no discrepancies were identified. A compatibility review determined that the femoral component was not compatible with the articular surface and tibial tray used. The root cause of the reported issue is attributed to the user not following the provided label instruction. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant devices - persona medial congruent articular surface right 13mm catalog #: 42522100513 lot #: 64604174, persona natural trabecular metal porous 2-peg tibial. Component right size d catalog #: 42530006702 lot #: 64561851. Foreign report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during knee arthroplasty, the surgeon utilized a femoral component that was not compatible with the tibial or articular surface components. He was advised during trialing that the components were not compatible, however, the surgeon was happy with the fit of the implants and decided to proceed with the incompatible femoral component. Attempts have been made and no additional information is available.